Event description:
The customer reported that the insulin pump alarmed motor. The blood glucose reading was 116mg/dl. Troubleshooting was performed. The customer stated that the device was exposed to a high magnetic field while having a cat scan in (B)(6) 2012. The caller mentioned that the drive support cap was flush. Assisted the customer to run the displacement and self test and they passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.